Manufacturer narrative:
(B)(4). Concomitant product: sheath: 8fr, proglide (x3), heparin. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The first proglide caught slightly in the vessel after the anchor was deployed prior to pulling back. However, upon pulling back there was not much resistance. The sutures did not deploy and pulled through the vessel wall. Two additional proglides were deployed uneventfully after the sheath was upsized to 8fr then 14fr sheath. Both proglides tied ok at the end of the procedure. However, another proglide and an angioseal closure device were required to achieve hemostasis. Vessel occlusion was noted. Surgical cut down was performed and the separated tip of the black plastic anchor from the first proglide was found in the anatomy and was removed. Observation of the first proglide showed that the separated tip had come from this first device. Surgical repair of the vessel with a bovine pericardial patch was performed. The patient was discharged to home 4 days post-operatively. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.